Event description:
Expired product was implanted into a patient. Individual packaging of product does not list expiration date.what was the original intended procedure?arthrodesis with bone allograft.device #1is this a laboratory device or laboratory test?no.